Event description:
The account alleged that the bed did not alarm when the pt left the bed when the pt position module was armed. The account stated that there were no injuries.

Manufacturer narrative:
Tech suggested the account install a new scale pt position module external buzzer kit. The account asked for the scale pt position module external buzzer kit part number. No further info is available on the repair of the bed at this time.